Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. No patient information was provided.

Event description:
The customer stated that a falsely elevated alinity c sodium result of 189 mmol/l retested at 145 mmol/l. The customer's normal range is 136 - 145 mmol/l. The same patient was redrawn, and the result was 136 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity. Trending review determined no adverse trend for falsely elevated results for the product. Return testing was not completed as returns were not available. The data in the complaint shows the issue to be sample specific as the customer retested with the same lot and got acceptable results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation.